Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, regular switching on and checking of the unit inserting a monopolar cable in the slot. Shortly, after the first activation, a banging noise occurred and the cable burned in the area of transition from black plug to the grey cable. The connected monopolar connection cable was exposed when triggered and caught fire. Immediate extinguishing of the flame, switching off of the device and replacing the cable were done as rapid intervention and avoiding patient harm.